Event description:
It was reported that a spectrum iq pump had an issue where the bottle ran dry during a proposol infusion and should have had 100ml left at the intensive care unit. There was no known patient injury or medical intervention associated with this event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be evaluated for the reported condition due to false downstream occlusion. The device will be required to pass all calibration and testing prior to being returned to the customer. The cause of the false downstream occlusion was identified to be an out of specification force sensor. The force sensor was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.